Event description:
Implant was removed due to poor hygiene and infection plus thin layer of cortical bone surrounding medium density spongy bone.

Manufacturer narrative:
Dr (B)(6) reports a failure (and removal) of a 13mm eg b.polar after 2 yrs of service. (B)(6) says cause of failure was due to poor hygiene and infection. Plus "thin layer of cortical bone surrounding medium density spongy bone.